Manufacturer narrative:
The subject device has not been returned to olympus for evaluation. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the hd autoclavable camera head had no image. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The olympus service center found the image loss was a result of a damaged cable unit. In addition, a kink was found at the cable unit and cable unit was damaged which resulted in water tightness loss. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, communication failure due to damaged cable unit and resulted in no image. The event can be detected/prevented by following the instructions for use which state: ·do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. ·never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. ·never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. ·do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. ·never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. ·never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged. It has been over 9 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.